Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, which provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred. The caller acknowledged and understood the instructions.